Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinsons dual and movement disorders. It was reported the patient was having a loss of therapy for about a week and their condition had declined somewhat. It was stated they think they might have turned stimulation accidentally, and said they did this about 2 months ago. Their neurologist realized they had turned it off, and now they thought they did it again. It was noted the patient programmer (pp) was showing a low pp battery screen, and the patient would find batteries and then call back to continue troubleshooting. The patient called back to say that they were getting "low battery" on the pp for the implantable neurostimulator (ins). The patient stated they usually charged twice a week, once on wednesday and once on sunday. It was indicated they usually didn't check it in between, but check it on the day of the report, and the pp said low for the ins. It was stated they charged their ins the day prior, but didn't charge until they got the water droplet. The patient was told to recharge their ins at least 1/4 full and then call back to see if their therapy was on. It was stated their symptoms had been getting worse over the last week or so and had been a little more stiffer than usual. It noted the patient's medication usually went 4 hours longer "without medication" and now it was down to 3 1/2 hours. The patient called back after recharging, and the programmer read on/ok. No further patient complications have been reported as a result of this event.